Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two electric shocks. It was noted the patient had forgotten to increase their prescribed betablockers before a planned activity that would increase their sinus rate. Technical services (ts) was requested to review the event and advised it was not true ventricular tachycardia (vt) but appeared to be a supraventricular tachycardia (svt). Stored electrograms (egms) for the past several years also show inappropriate atp therapy for svt events. Ts provided troubleshooting and device optimization recommendations to prevent future shocks for similar situations. The ICD remains in service. No additional adverse patient effects were reported.